Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 200cc and experienced bilateral capsular contracture, baker grade unknown and symptoms including bii swelling, joint pain. Irritable bowels, swollen lymph nodes, aching, random rashes, unexplained loss of energy, hair loss, memory loss, and headaches post-operatively. It was indicated the patient required surgical intervention for a possible issue with their lymph node and was having trouble nursing. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.